Event description:
It was reported that a spectrum pump failed downstream occlusion test during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, "failed downstream occlusion test" was not reproduced. Evaluation sent the device for downstream occlusion testing on high, low, and medium settings and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.